Manufacturer narrative:
On 10/03/19, the suspected medical device was returned for evaluation. On 10/03/19, mentor received additional information regarding the date of explant. The relevant field has been updated. On 10/09/19. The investigation on the suspected medical device was completed. Investigation summary: according with the information reported the patient experienced a rupture in the breast implant. During visual evaluation, a tear on the posterior view was observed measuring approximately 0.4 cm. Additionally, siltex cracking was found in the edges of the tear. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture is a known complication associated with these devices as outlined in our product insert data sheet. Based on the information reported and the product investigation, no further investigation will be taken at this time. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 10/14/19, mentor received additional information regarding the revision procedure and the replacement devices. The patient underwent bilateral removal and replacement with two 300cc mentor memorygel smooth round moderate classic moderate implants. Catalog # , lot #, and serial # were not reported at this time. Patient code injury was mistakenly omitted from previous reports, and the relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The diagnosis was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. Though the patient was involved in a car accident approximately 4 years ago that resulted in direct trauma to her right breast, she has had normal mammogram since the incident.